Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection noted the device was received partially fired. The knife assembly and white sleeve were disengaged. Functional testing was precluded due to the observed damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition occurs when the firing handle is over retracted after firing. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a proximal pancreaticduodenectomy procedure. For the first firing, the surgeon tried to fire the device to the stomach, however, could not. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.